Event description:
In 2001 reporter called and alleged that a patient was getting out of the bed and leaned against the bed, the bed moved and the patient fell and broke leg. The reporter did not have the serial number of the bed at the time of this call.